Event description:
Customer reported the dpm 6/7 monitor displayed and o2 accuracy error resulting in a possible loss of o2 monitoring. No pt injury was reported.

Manufacturer narrative:
(B)(4) reps calibrated module to factory specifications and resolved the issue.